Event description:
It was reported that log files were submitted for evaluation for pump stop recorded on mobile power unit (mpu) power. The patient appeared to have a new short to shield. The patient had a pump off and low speed advisory on (B)(6) 2025. The patient was sent home on power module and an ungrounded cable. It appeared that the patient was connected to mpu power at the time of the pump stop event. The event was very brief, lasting 4 seconds. The patient had "a ton" of rescue tape on the driveline. X-rays were sent for review. Per technical services, there did appear to be some inconsistent areas of the external portion of driveline. However, they could not determine a specific area of concern from the images. There also appeared to be some areas covered with rescue tape. Internally, the driveline appeared taut as it exited the pump.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed low speed and pump stop events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted driveline x-rays were reviewed. Driveline wire compromise was unable to be confirmed through review of the submitted images. It was noted that the external driveline jacket was mostly covered with rescue tape. The submitted log file contained events from (B)(6) 2025 through (B)(6) 2025, per the timestamps. Low speed and pump stop events (associated with low-speed advisory/hazard, low flow hazard, and motor stop alarms) were captured on (B)(6) 2025 while the patient was connected to the mobile power unit (mpu). The abnormal pump operation appeared to be consistent with a potential short to shield driveline issue. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricle assist system (lvas) instructions for use (IFU), revision, rev. A, and the heartmate ii patient handbook, rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.